Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The product was evaluated by the supplier according to the supplier: according to (B)(6): stryker complaint (B)(4). Background: on (B)(6) 2015, dsm biomedical took receipt of a customer complaint from stryker concerning dsm part number (B)(4), lot number a5419. The complaint narrative is as follows: "acl screw fractured during insertion - screw fractured upon entering the femoral canal - a number of the pieces were removed, some of the screw stayed in the femoral acl canal. The remaining pieces were most likely sucked out with the arthroscopy shaver. No adverse consequence or medical/surgical intervention - once we noticed the screw broke we went forward in removing the broken pieces and looking around the knee to make sure we did not leave any fragments behind. This most likely took less than 10 minutes. Another screw just like the previous one was inserted without any problems. I sent the screw fragments to my branch office in (B)(6)." Receipt of materials and evidence: products were returned to dsm biomedical on (B)(6) 2015 without ra issued. The returned materials were received via (B)(6)., reference stryker shipper number (B)(4). The returned device was contained within bio hazard packaging. The returned contents included the original inner packaging of the device, and labeling confirmed product lot number as a5419. Three separate pieces of screw were included within the bio hazard packaging. Examination of returned materials - lot number a5419 is a stryker bio-absorbable acl screw, 8mm x28mm. The product was confirmed for the 8mm dimension through direct measurement. The three returned pieces do not constitute the return of device in its entirety, as per complaint, not all pieces of device were recovered. Piece one includes hex for driver insertion, and is intact to the third hex turn. Piece two appears to be a single hex turn, twisted, and based on geometric configuration is most likely the fourth hex turn of the screw, separated from piece one. Piece three cannot be discerned as a part of the screw, other than material appears to be same as screw. Total mass volume is approximately 0.5 cubic mm. Piece one shows significant stress applied to one side of the screw on hex turns two and three (as located proximal of hex head). The polymer material is distorted and crushed in these locations, indicating substantial force applied outside of the hex drive location of the screw. The hex drive shaft itself shows little wear. The edges of the shaft are clean and not distorted. When observing piece one in relation to an external longitudal reference line, the device appears to be bent approximately 10 degrees, to the opposite side of the previously mentioned hex turn distortions. Piece two appears to be a single turn of the screw hex and is twisted laterally approximately 45-degrees. It is believed that this is the result of significant force applied, and is most likely the result of the force which caused separation of this piece from the remainder of the device. It is unknown if the force causing the distortion and separation was applied during insertion, attempt to remove, or both. Piece three cannot be identified with regards to location within the screw. The piece indicates that the polymer material was stressed, due to the discoloration present (white to white opaque). Investigation: the device history records for lot a5419 were reviewed. The lot yielded (B)(4) units from manufacturing for commercial use, and the recorded date of release was 09/05/2012. There were no planned deviations noted. The product lot met all pre-determined acceptance criteria. A review of the dsm complaint log indicates no like reported failures for lot a5419. Additionally, historical review indicates no like reported failure modes for any stryker endoscopy products in the past three years. Summary; the distortions noted on the screw hex turns of piece one, and corresponding "bend" of the longitude axis indicates that the screw was subjected to high amounts of force outside of the hex drive shaft, which is by design the location for which insertion torque is to be applied. It is unknown if this force was applied during insertion of the screw or during removal attempts. Piece two is believed to be an artifact of the reported 'cracking" of the screw, and unto itself offers no additional insight to potential root cause for the reported failure mode. As the lot was manufactured in accordance to prescribed manufacturing processes, and met all predetermined acceptance criteria, and the timing of the force applied to product as noted within this report is unknown, no conclusive root cause can be assigned. Further, review of historical product performance, by lot and product code, indicates no trending of strength or cracking issues as reported within this complaint. Actions in the absence of an assignable root cause, no specific action is assigned. Dsm will continue to trend for like re-occurrences and initiate actions as warranted. (B)(4). In sum, the reported failure could not be confirmed.

Event description:
It was reported that the acl screw fractured during insertion. However, the screw fragments were suctioned out. The surgery was completed successfully with no medical intervention or adverse consequences. Acl screw fractured during insertion - screw fractured upon entering the femoral canal - a number of the pieces were removed, some of the screw stayed in the femoral acl canal. The remaining pieces were most likely sucked out with the arthroscopy shaver. No adverse consequence or medical/surgical intervention - once we noticed the screw broke we went forward in removing the broken pieces and looking around the knee to make sure we did not leave any fragments behind. This most likely took less than 10 minutes. Another screw just like the previous one was inserted without any problems. I sent the screw fragments to my branch office in (B)(6). While additional information indicated that screw fragments were suctioned out , this failure mode could lead to debris left within the joint space, bone, or surrounding tissue which may necessitate further medical intervention. Please note, the surgery was completed successfully with no medical intervention or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the acl screw fractured during insertion. However, the screw fragments were suctioned out. The surgery was completed successfully with no medical intervention or adverse consequences. Acl screw fractured during insertion - screw fractured upon entering the femoral canal - a number of the pieces were removed, some of the screw stayed in the femoral acl canal. The remaining pieces were most likely sucked out with the arthroscopy shaver. No adverse consequence or medical/surgical intervention - once we noticed the screw broke we went forward in removing the broken pieces and looking around the knee to make sure we did not leave any fragments behind. This most likely took less than 10 minutes. Another screw just like the previous one was inserted without any problems. I sent the screw fragments to my branch office in (B)(4). While additional information indicated that screw fragments were suctioned out , this failure mode could lead to debris left within the joint space, bone, or surrounding tissue which may necessitate further medical intervention. Please note, the surgery was completed successfully with no medical intervention or adverse consequences.